Event description:
It was reported the patient¿s blood glucose level reached 18 mmol/l (324 mg/dl). The pod was worn between 5 and 24 hours. It was noted that the cannula was bent and possibly not inserted correctly into the infusion site. No information was provided on how the hyperglycemia was treated. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.